Event description:
The single port monopolar curved scissors instrument was returned to intuitive surgical, inc. (Isi). No additional information was provided. Intuitive surgical, inc. (Isi) contacted the customer but was unable to obtain any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar curved scissors instrument to perform failure analysis. The instrument was found to have a broken tube adapter. This component was located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece, measuring approximately 1.8mm x 2.2mm was not returned with the instrument. The instrument was tested for electrical continuity and passed when testing for the instrument tip, energy board and cautery wire. The instrument could not be tested on the in-house system due to the broken tube adapter; therefore, the functional test could not be performed. Visual inspection was performed and there was no damage to the snake wrist cables, housing and shaft. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.